Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received a questionable result on coaguchek xs meter serial number (B)(4) when compared to a laboratory result. The laboratory results were obtained utilizing unknown analyzer and reagent. The meter result was 2.3 inr at 8:10 am the laboratory result was 3.36 inr at 9:47 am the patient therapeutic range was 2.0-2.5 inr.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample. Testing results (qc range = 2.5-3.1 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges and all measurements were without error messages. The returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 were updated.